Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cardiac treatment procedure, and it was completed as planned by using low load fluoro mode. Field service engineer (fse) inspected the system onsite and confirmed that the x-ay generator fuses were blown. A review of the system logfiles found a fuse trip related to the rail voltage output to the adu (anode drive unit). Upon troubleshooting actions, fse identified that the fuse was blown due to the malfunction of the adu (anode drive unit). Fse replaced the fuses and the adu in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was only able to perform low load fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.